Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 10 atmospheres for 15 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.